Manufacturer narrative:
Sensor (B)(4) was returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 1 (indicating storage stage). Therefore this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a lower sensor reading of 80 mg/dl, and felt fatigued so went to hospital. A healthcare meter result of 489 mg/dl was obtained, with sensor reading 80 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was treated with insulin (dose/type unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.